Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02166. It was reported that patients second ipg is also awaiting surgical intervention due to one of the peripheral leads attached to it has all high impedances .